Event description:
It was reported on (B)(6) 2014 by the hospital surgical technician inventory purchaser advised that the small battery drive (part 532.010, lot # 004383 ) stops intermittently. It was also reported that the batteries were changed and still runs the same. No reported patient or procedure harm. No further information was provided. This report is for one device instrument. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument, not implanted/explanted. Returned to manufacturer on 1/08/2014. Date received by manufacturer (B)(4) 2014. Subject device has been received and is currently in the evaluation process. The investigation is ongoing; no conclusion could be drawn. A review of the service repair history has been requested. Placeholder.